Event description:
Reportable based on analysis completed on 23-nov-2011. It was reported that during unpacking, device packaging was discolored. The 7-110-2.5-8-8 k2 blazer prime xp catheter was delivered to the facility. Upon unpacking, a discoloration was noted in the interior packaging. There was no patient involvement. However, analysis of the returned device revealed a hole in the sterile pouch.

Manufacturer narrative:
Device evaluated by MFR: the blazer catheter was received for analysis. A yellowish discoloration was noticed on the thermoform tray holding the catheter. This discoloration started from the proximal end of the tray and went around the side of the tray, 24in long, towards the distal area. The tray was noted to be cracked in two places on the proximal end of the tray, approximately 0.70in and 0.25in in length. Microscopic analysis of the pouch found a small hole approximately 0.11in wide on the tyvek side near one of the cracks in the tray. There was no yellow discoloration on the pouch or device. The yellow discoloration was found only on the tray. There were no changes to the texture of the tray besides the observed discoloration. Ftir analysis confirmed that the yellowed tray material is consistent with high impact polystyrene and no foreign material is present on the tray. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).